Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned in two segments severed 10 cm from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray and microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited decreased intrinsic amplitude signal, decreased pace impedances as well as occasional spikes greater than 3,000 ohms, and high pacing thresholds. A revision procedure was performed wherein the lead was removed without issue. Several adherences were noted on the lead levels corresponding to the superior vena cava and subclavian vein. A new lead was implanted. No adverse patient effects were reported.